Event description:
It was reported that the right ventricular lead impedance has been rising steadily over the last 15 months and was now high. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.